Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). No further actions were planned at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that while sitting on the couch approximately two months ago, the patient noticed a burning sensation located behind the battery site in her left flank area. The pain was worse and when she increase the amplitude on her program settings. She states that it was only relieved by turning the ins off completely. The patient denied any falls, motor vehicle accidents, or any other traumatic event that may have contributed to the issue.  The rep interrogated the device and no alerts were triggered. The ins usage was at 0% for the last 30 days, which was consistent with what the patient had said. She was on traditional stimulation settings. Impedances were within normal limits for both leads. The rep attempted to reprogram the patient using an evolve and dtm algorithm, but she was still reporting discomfort at the battery site when using any of the contacts on the left lead. The rep subsequently decided to not use the left lead at all and reprogrammed her using dtm using the right lead only. At the end of the programming session, the patient denied any discomfort at the ins site. The rep re-educated her on how to adjust her stimulation settings and change groups. No surgical intervention occurred or was planned.